Event description:
I had allergan natrelle silicone filled breast implants implanted in 2008. I noticed symptoms within a year of implantation that have continued to increase in severity to the point I feel ill every day and need to have the implants removed. I have chronic headaches, brain fog, difficulty with memory and focus, chronic sinusitis, constant ringing in my ears, thick mucous and chronic throat clearing, chronic heartburn, chronic red eyes, dry mouth, fatigue and anxiety. These are symptoms that I never had before the implants and have persisted and increased in severity to the point of being intolerable and affecting my ability to function normally on daily basis.